Event description:
It was reported that there was an air embolism and st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was prepared and inserted into the was. The closure device was deployed and at that time it was noted that there was air bubbles in the left atrium. St segment elevation was also noted at tis time. A diagnostic cardiac catheterization was performed. There was no blockage found. The st segment elevations resolved and went down. The closure device was then positioned in the laa, release criteria was met and the closure device was implanted successfully. The patient was discharged home the next day doing fine.